Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly utilizing additional accessories to increase performance. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing a decrease in performance. Revision surgery is under consideration. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.